Manufacturer narrative:
Device not yet returned to manufacturer, unable to evaluate. Supplemental report will be filed upon return and evaluation of the device. Conflicting reports from hospital personnel whether device malfunctioned.

Event description:
Patient had coronary artery bypass graph and atrial valve replacement. Device used for post-op drainage. Drainage noted to be 0 - 25 ml, suction 25 mm hg in or. Pt became unstable in ICU, 3 units prbc transfused. Surgeon returned pt to or, wound site re-opened. Three liters of fluid drained from chest cavity. Pt returned to ICU, is recovering, has sternal wound infection.